Manufacturer narrative:
(B)(4). The complaint was confirmed due to the tubing leak in the patient line described by the home patient. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. If additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that a patient had a system error (se) 2240 (air in tubing) alarm during peritoneal dialysis (pd) therapy, which occurred on the homechoice (hc) during drain 4 of 4. The baxter technical service representative (tsr) helped the home patient (hp) to clear the error and informed the hp of the error?s meaning. Per the hp there were 3 or 4 holes in the line and about a cup of fluid on the floor. Per the hp she has pets, but they were not in the room. The hp would call the peritoneal dialysis registered nurse (pdrn) about the alarm and how to finish therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.